Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: no explant or reoperation was performed. Concomitant medical products: 325cc mentor memorygel breast implant, catalog #350-3251bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a 325cc mentor memorygel breast implant and experienced baker¿s grade iii capsular contracture post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during the visual evaluation, two tears (a and b) were observed on the anterior view measuring approximately 1.0 cm and 0.8 cm, respectively. Additionally, creases were observed on anterior and posterior views. Microscopic examination of the edges of both tears and revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on march 17, 2020. In addition to the right sided capsular reported initially, bilateral capsular contracture was also present. Additionally, explant and replacement was performed on (B)(6) 2020. The right sided device was replaced with a 600cc mentor memorygel breast implant and the left sided device was replaced with a 325cc mentor memorygel breast implant. See 1645337-2020-05367 for contralateral prosthesis report. Additional information was received on march 18, 2020. During explantation bilateral rupture was noted. 2. Is other serious- uncheck 1. Is product problem- check 2. Is required intervention-check since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture/rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 7456518, and no non-conformance's related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).